Event description:
The issue is that the needle is not always ¿preattached¿ well and becomes detached when trying to draw out the medication for use during our iontophoresis treatment, thus forcing the clinician to either dump it into the sharps container and get another one or try to push the needle back into the syringe (by holding onto the non-sharp part of the needle where it inserts into the syringe. This is an unsafe practice. Two lot numbers are affected, 118056 and s14684. Not all devices in these lots exhibited failures. The failures were sporadic.